Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle leaked while injecting insulin. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported needle clog when he tried to take his injection today stated, nothing came out and his blood sugar was at 300 1 pen needle affected stated, he will reach out to his doctor went over how to take injection over the phone. Consumer had a successful prime and injection of 15 units but stated, there was a little leakage at the end of injection. 1 pen needle affected"

Event description:
It was reported that the bd nano¿ 2nd gen pen needle leaked while injecting insulin. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported needle clog when he tried to take his injection today stated, nothing came out and his blood sugar was at 300 1 pen needle affected stated, he will reach out to his doctor went over how to take injection over the phone. Consumer had a successful prime and injection of 15 units but stated, there was a little leakage at the end of injection. 1 pen needle affected."

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.